Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was defective. It had an occlusion error. They had to open the accessory kit, and that fixed the problem. No delay. No harm.

Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw # (B)(4). The lot # 3000388391 history record review was completed. There were ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.